Event description:
It was reported that the wake button was sticking. There was no adverse impact to the customer¿s blood glucose value. Customer applied more force to the button to resolve the issue.